Manufacturer narrative:
Insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. The drive support disk was inspected and no anomaly was noted. Insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported the customer would have frequent high blood glucose. It was also found the customer would have diabetes ketoacidosis symptoms due to their high blood glucose. Customer's blood glucose would range between 350 mg/dl to over 600 mg/dl. Customer treated their high blood glucose with manual injections and bolus deliveries. Troubleshooting found the customer's drive support cap was flush. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.